Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported to have opened the graphical user interface (gui) display and cleaned the touch screen printed circuit board (pcb). The ventilator passed all testing.

Event description:
It was reported that the ventilator screen was unresponsive. There was no patient connected to the device.